Manufacturer narrative:
Continued phone number e1: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side device rupture diagnosed by ultrasonography. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior assessed, as unidentified (tear) opening. And missing piece of shell assessed, as inconclusive shell thickness within specification. Additional observations: no other observations observed.

Event description:
Physician reported, left side device rupture. Diagnosed by ultrasonography. The device has been explanted and replaced.

Event description:
Physician reported, left side device rupture. Diagnosed by ultrasonography. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior assessed, as unidentified (tear) opening. And missing piece of shell assessed, as inconclusive. Shell thickness within specification. Additional observations: no other observations observed. No further actions are required, as the device was implanted.